Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).

Event description:
Customer called to report that the unicel dxc 600i synchron access clinical system was overflowing onto the floor from the ion selective electrode (ise) waste drain line. Customer stated that the tubes were properly connected and that no patient samples were being run. The customer technical specialist generated a service request after assisting customer with troubleshooting the instrument. The field service engineer (fse) removed and inspected the waste drain of the instrument. The fse then cleaned the valve and the manifold assembly, which resolved the instrument issue as no further leaking was observed. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer stated that no erroneous patient results were generated and that no one was harmed or affected by the leak.